Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted into the lad vessel. Approximately 8 months post index procedure the patient suffered from cerebral insufficiency (stroke). The patient was treated with medication. The event was not related to the study device and the patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.